Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. Patient was in hospice care at the time of the indicator for an unrelated reason and did not plan to have the device removed. Patient had no consequences as a result of the epi.